Event description:
It was reported that there was an unspecified problem with a minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). Device manufactured date: nov. 19, 2014 to nov. 24, 2014. The sample was returned for evaluation. A visual inspection was performed and revealed no issues that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported problem was not confirmed. Th assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.